Event description:
During a procedure, the da vinci system faulted and could not be restarted. The surgery was converted to a traditional laparoscopic procedure. No patient harm, injury or other adverse event were reported.